Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contact reported that he had encountered a fluid leak from the liberty cycler set during treatment. The patient contact had attempted to re-setup the cycler with new supplies but encountered a fluid leak a second time. The patient contact reported that the complaint sample liberty cycler sets had been disposed of and would not be available to be returned for evaluation. Additional information received from the patient confirmed that the patient had not experienced any adverse patient outcome and that no medical intervention was required and also revealed the product information for the related complaint sample.